Event description:
The customer reported that the energy select switch was intermittently not working.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.